Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient kept stating that she was not getting enough medication. On (B)(6) 2015, the patient almost passed out and was transported via ambulance to the hospital. The patient was in withdrawal and "no" one is doing anything about it." Per the reporter, they were supposed to "redo" the pump on (B)(4) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4) product type: programmer, patient. (B)(4).

Event description:
Per the nurse at the patient's pump managing physician's office, the patient was not having any specific issues currently. A dye study was being done on the date of this report.

Event description:
It was reported the patient still had concerns regarding the device or therapy, but was working with their doctor or manufacturer re presentative. An appointment was scheduled for (B)(6) 2015. The patient was last seen on (B)(6) 2015. No outcome, catheter dye study results, or interventions were reported regarding this event. Additional information could not be obtained at the time of the report.  If additional information is received, a follow-up report will be sent.

Event description:
The patient experienced severe withdrawal symptoms that began on (B)(6) 2015 and lasted for 4-5 days. The patient¿s spasticity and pain returned. The patient had an ¿odd feeling, not feeling well, puking first few days thinking she had the flu, her head spun and was buzzing all over, she was puking, right side was so tight she could not bend her leg, the patient could hardly be woken up and when she finally woke up she was disorientated¿. As on (B)(6) 2015, the patient was tired. She was very short tempered and miserable. Per the patient, when the pump wasn't working she got foggy and dysfunctional. The pump was checked on (B)(6) 2015 and the patient was told it was fine. The pump was refilled on friday; the volumes were accurate and there were no pump alarms. An x-ray was done to confirm that the catheter was connected to the pump; the x-ray confirmed that the catheter was connected to the pump. The patient had not had any dosing or drug changes; the patient was on the same prescription. The patient was taking soma and percocet for breakthrough pain; it took the edge off for only about 2 hours. The patient wanted oral baclofen, but the hcp (healthcare professional) wouldn¿t until they figured out what was going on with the pump. The patient saw her surgeon on (B)(6) 2015. The surgeon wanted to figure out what was going on prior to taking her into surgery. The surgeon was planning to call the patient¿s pump managing physician. The device system was delivering compounded baclofen and compounded morphine. The pump was refilled once a month. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.